Event description:
(B)(6) study. It was reported that the patient died. A 2.25x24mm taxus liberte stent was implanted in (B)(6) 2010. No patient complications were reported. In (B)(6) 2013 the patient died.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the stent was implanted in a 24mm, 99% stenosed lesion located in the mid left anterior artery. The lesion was predilated with a 2.0x12mm and a 2.0x20mm apex balloon catheter four times between 12-14atms. Following stent placement residual stenosis was 10% and timi flow 3. The patient was discharged on prasugrel.